Manufacturer narrative:
No sample was received for not being able to generate a vacuum. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure the irrigation/aspiration (I/a) handpiece would not generate vacuum. The surgery was completed using an alternate handpiece. There was no harm to the patient. It was noted the handpiece was missing an o'ring.